Event description:
A report that a pt had swelling at the lead incision site was received. The patient's symptoms were severe headache and vomiting. The pt was admitted to the emergency room. Upon assessment, the physician believed the pt had a cerebrospinal fluid leak and performed a blood patch. The pt has since been released from the hospital and is reportedly doing well following treatment.